Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the ed on (B)(6) 2018 with complaints of chest pain, shortness of breath, and emesis. H&h was 4.2 and 14.2. The patient was transfused 2 units of packed red blood cells (prbc) was admitted to the hospital. H&h remained low. The patient was transfused 3 units of prbc the following day, (B)(6) 2018. Had a push enteroscopy on (B)(6) 2018 that was negative for bleeding. H&h dropped to 6.8 and 22.9 on (B)(6) 2018 so the patient was transfused 1 unit of prbc on (B)(6) 2018 and had a patency capsule placed to ensure the intestines were unobstructed since the patient had a history or ileal resection. No obstruction was found. The patient had no further melena and h&h remained stable. Discharged home on (B)(6) 2018. A total of 6 units of prbc were given. No other unusual events reported.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.